Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the customer experienced an elevated blood glucose (bg) level displayed as "high". Although, specific value was not provided. Cause was unknown. Reportedly, the customer took no action to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.